Manufacturer narrative:
This report is submitted by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. This report is filed august 15, 2016. (B)(4).

Manufacturer narrative:
This report is submitted by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. Device not returned to manufacturer.

Event description:
Per the clinic, the patient experienced tinnitus and a (performance decrement) leading to device non use; subsequently the device was explanted on (B)(6) 2016. There are no plans to re-implant the patient with a new device.